Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the peritonitis event was reported as due to fever. It was reported the patient was hospitalized for the event. On an unreported date the patient was treated with vancomycin injection (500mg per day, route and duration not reported), amikacin injection (1gm per day, route and duration not reported) and cefetrizole injection (50mg per day, route and duration not reported) for the peritonitis. It was reported the patient was recovered from the peritonitis event; however, the patient remained hospitalized due to fever. On an unreported date, pd therapy was placed on hold and the patient was switched to hemodialysis (three times a week). No additional information is available.